Manufacturer narrative:
Field service engineer confirmed the x-ray generator console turns on but had no display. However, the system was able to take exposures, i.e. Could fluoro. Normally, if the sedecal console display does not work, it does not cause fluoro to fail. Fse replaced the integrated generator console and completed configuration per service manual and completed an operational checkout and verification of system per service checklist. System functions normal and was returned to full service by the customer.

Event description:
On (B)(6): staff reports male patient having a retrograde cystogram procedure when the fluoro failed. Physician had to abort the retrograde cystogram. Patient is fine, no reported injury.